Manufacturer narrative:
(B)(6). D4, g4: pt101ew is similar to a product (pt101us) which is sold in the USA. The 510(k) for the similar product is k131895. F&p has requested further information including the sequence of events, the return of the subject device, and patient details. F&p is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in france via a fisher and paykel (f&p) field representative that on (B)(6) 2026, a patient experiencing dyspnea with retractions was administered therapy on a pt101 airvo 2 humidifier (airvo 2). The healthcare facility reported that the patient had 'cognitive trouble' and would remove the subject device repeatedly over a period of several days. On (B)(6) 2026, the healthcare facility reported that during a round by the healthcare staff, the patient was found with the subject device removed and was confirmed deceased at 1:06am. It was reported by the healthcare facility that no alarms from the subject device were present. F&p has requested further information including the sequence of events, the return of the subject device, and patient details. F&p is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation.